Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that "will need additional surgery; had cartiva joint replacement in my right big toe. Within a short period of time the cartiva joint failed, and I am in worse condition than before."